Event description:
Customer reported the insulin pump alarmed no delivery during prime. Customer does not recall blood glucose. Troubleshooting was not performed as customer had resolved the issue with a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.